Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use and while being held as trunk stock, the vehicle in which the lead resided was involved in an accident. It was noted that the box was crushed in one corner, with uncertainty as to potential internal damage to the packing. The product was not used. There was no apparent patient involvement.

Manufacturer narrative:
Evaluation summary: the packaging was returned still sealed in unopened package. Visual inspection was confirmed that the box was crushed in one corner. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.